Event description:
Ventilator was alarming. When rt entered the room the ventilator was off. When rt initially tried to turn the ventilator back on it would not turn on. On second try the ventilator did turned on. This event was removed from the patient at that time.